Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. A supply change was performed resolving the occlusions. Customer's blood glucose level ranged between 170-193 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections available.